Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip joint replacement, direct anterior approach - surgeon; (B)(6), (B)(6) hospital (B)(6) 2017. During surgery, surgeon was unable to engage the tension taper device, and unable to engage instrument required to advance locking bolt. Despite multiple attempts, and checking of all equipment, the implant did not have successful tensile forces applied to 'mate' components. Procedure start time approx 2pm - procedure end time approx 7pm. Unknown as to if this created significant additional operative time. 2 jnj reps were present for this case. Male patient ID (B)(6), aged (B)(6), dob (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.